Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded, and there was blood and contrast in the balloon and lumen. The tip, balloon, marker bands and shaft were microscopically inspected. Inspection revealed a burst in the balloon material, 4mm in length. Inspection found the rest of the device free of damage. There is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The in-stent restenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 3.75mm x 15mm nc emerge® balloon catheter was advanced for pre-dilation. However, during the third inflation at 18 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The in-stent restenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 3.75mm x 15mm nc emerge® balloon catheter was advanced for pre-dilation. However, during the third inflation at 18 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.